Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: what were the symptoms that required a reoperation? Sepsis 1 day after initial operation during the reoperation, were any staples seen? If so, please describe shape. Yes, seem they were not closed (enough) how long after initial procedure did leak occur? <24h . Were any intraoperative tests done to test perfusion to anastomotic site? Yes, inspection and palpation of venous and arterial perfusion. What is the current patient status? Recovering and at home.

Event description:
It was reported that during the initial procedure (a lap hemicolectomy right) everything seemed fine. They used psee60a with ecr60b. The patient was re-operated because of symptoms. In the re-operation the surgeon saw that one anastomosis (part of ileum) was completely open where the staples should be. Patient is doing ok now. During the primary operation nothing special was noticed during firing of the device. Tissue of the patient was pre-treated, no chemo or irradiation. During re-operation the ¿open¿ anastomosis is stapled again. They resected a little of the small bowel.